Manufacturer narrative:
User reported discrepancies between bg and sg readings. The user had stopped using the system, and due to the limited data available in the data management system, comprehensive assessment of the system performance could not be conducted. Customer care recommended the user to resume use of the system and to enter calibrations as prompted. Further follow-up was not possible as the user was unresponsive to multiple communication attempts. Further investigation was not possible. As per the data management system (dms) review the user stopped using the system on (B)(6) 2026.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.